Event description:
It was reported that a patient presented with a sudden rise of defibrillation impedance on the right ventricular (rv) lead. Rv lead fracture is suspected. No changes or interventions were reported. There were no patient consequences.

Event description:
Additional information received notes that there was atrial lead noise. The right ventricular (rv) lead was explanted and replaced. The atrial lead was explanted without replacement. The patient was recovering follow the procedure.